Event description:
The manufacturer received information alleging a ventilation service required alarm occurred on a trilogy o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, oxygen blending module (obm) accuracy urgent (e-0344), code was observed on the device's error log. The manufacturer's service technician further evaluated and determined the obm printed circuit assembly (pca) had caused the issue to occur on the device. The manufacturer's service technician performed the active exhalation verification test steps on the device, and it failed. The manufacturer's service technician evaluated and determined the active exhalation control module (aecm) had caused the active exhalation test steps to fail on the device. In conclusion, the device's obm pca and aecm were replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing.